Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2017, the patient was hospitalized in view of unsatisfactory low low-density lipoprotein (ldl) due to statin intolerance and restudy of coronary artery disease. It was initially reported that the patient was hospitalized for planned percutaneous coronary intervention for treatment if in stent restenosis in (B)(6) 2017 and the correct date is (B)(6) 2017.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
(B)(6) study it was reported that in-stent restenosis (isr) occurred. In (B)(6) 2016, a 3.0 x 24mm synergy stent was deployed to treat a target lesion located in the proximal left anterior descending (lad) artery. In (B)(6) 2017, the patient presented with congestive heart failure and was referred for cardiac catheterization. Coronary angiography was performed on the same day revealing 90% isr of the 3.00x24mm synergy stent in the proximal lad. Four days later, treatment was performed with pre-dilatation and placement of 3.5x12mm non-bsc stent. Following post-dilatation, residual stenosis was 0% with timi flow 3. Treatment with low dose mevalotin was recommended. In (B)(6) 2017, the patient was discharged from the hospital.